Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited the bending section cover having a hole/cut, forceps passage forceps 456- d did not pass, and the bending section is loose/broken; metal exposed. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause was unable to be identified. However, it's likely the event (bending section cover was torn and metal protruded out of the bending section) occurred because the bending tube was kinked during device handling by the user. Subsequently, the kinked part of bending tube protruded out of the bending section cover. Furthermore, it's likely the blockage in the biopsy channeled occured because the insertion section was accidentally squeezed during transportation of the device and it led to a squeezed biopsy channel in the section. The following is included in the instructions for use: chapter 3 preparation and inspection:3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment tube used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.